Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse discovered that the probes were not getting washed properly. The cse adjusted the wash stations and the large water pump pressure system. The cause of the discordant falsely elevated, calcium_2 results on multiple patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated calcium_2 (ca_2) results were obtained on multiple patient samples on an advia chemistry xpt instrument. The discordant results were reported to the physician(s), who questioned them. The samples were repeated on an alternate advia chemistry xpt instrument, resulting lower. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ca_2 results.